Event description:
Customer reports connector pins 9, 11, and 13 on the inform system are black. Controls were run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.